Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-aug-2023 h6: investigation summary twelve samples received by our quality team for investigation. Ten of them came in sealed packaging blisters; the other two came with no packaging blisters. Additionally, one empty opened packaging blister was received. Through visual evaluation, eleven samples have no issues or damage. One sample has missing part of the safety mechanism, the part missing was not assembled. A device history review was performed for lot regx0370, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. Based on the teams investigation, possible root cause is associated with jamming at the safety mechanism during assembly process. H3 other text : see h10.

Event description:
It was reported the the safety mechanism on the bd safetyglide¿ needle was missing a piece. The following was received from the initial reporter: ¿after giving a shot, I engage the safety glide and noted it only covered half of the needle after fully upright. Defective product as found to be missing the additional upper plastic piece to cover the full length of the needle, pulled rest of the box, and staff/manager informed.¿

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the the safety mechanism on the bd safetyglide¿ needle was missing a piece. The following was received from the initial reporter: ¿after giving a shot, I engage the safety glide and noted it only covered half of the needle after fully upright. Defective product as found to be missing the additional upper plastic piece to cover the full length of the needle, pulled rest of the box, and staff/manager informed.¿